Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at 8atm. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient condition was good post procedure.